Event description:
Patient arrived to cardiac cath lab for a left heart catheterization. The access needle was introduced with blood return. Next, the micro wire was inserted through the needle and into the artery, an attempt was made to reposition the wire and in doing so, the wire was pulled back and started to unwind. The wire frayed and began to untangle inside the patient's radial artery. There were several attempts to remove the wire- it was wire was slowly and carefully removed. The arm was checked under fluoroscopy for any residual parts, and none were viewed. A tr band was applied to the arm.